Event description:
Boston scientific neurovascular became aware of an event in which upon placement of the 3rd coil, the physician noticed resistance so the coil and the subject device were pulled out. The physician thought at this point that the coil was causing the resistance and did not look at the tip of the microcatheter. Proceeded to use a 2nd excelsior sl-10 microcatheter and completed the procedure successfully. The day after the procedure, CT scan was performed on the pt and it was noticed that the tip of the microcatheter was in the internal carotid artery. The pt is doing fine. The physician will bring the pt back for a follow-up.